Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per additional information updated from ttm on 07oct2025, biomed stated device was not cooling and t4 was staying at room temperature. Per review of wo notes, they had them drain water from the left port they stated almost no water drained. Discussed this was indicative of a failed mixing pump. Requested a quote for a 2000-hour service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't cooling, t4 remained at 20c. Per additional information updated from ttm on 07oct2025, biomed stated device was not cooling and t4 was staying at room temperature. Per review of wo notes, they had them drain water from the left port they stated almost no water drained. Discussed this was indicative of a failed mixing pump. Requested a quote for a 2000-hour service.

Event description:
It was reported that the arctic sun device wasn't cooling, t4 remained at 20c. Per additional information updated from ttm on 07oct2025, biomed stated device was not cooling and t4 was staying at room temperature. Per review of wo notes, they had them drain water from the left port they stated almost no water drained. Discussed this was indicative of a failed mixing pump. Requested a quote for a 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.